Event description:
It was reported that a pt was admitted with severe septic shock. It was stated that the catheter was inserted and resistance was noted. Fluid was infused through the line. An x-ray was taken and the catheter was repositioned. It was reported that a pneumothorax occurred; the pt coded and expired. Followup with the physician indicated that the report is not attributed to the catheter per se, however more secondary to the pt's subcutaneous condition. No autopsy was performed.